Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with no battery installed. The insulin pump had minor scratched lcd window. Data analysis indicates there is no data listed for the dated of (B)(6) 2015 due to the insulin pump was received without battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The customer had hypertensions and diabetes. The customer's blood glucose, at the time of death, was 136 mg/dl. The customer's last recorded blood glucose value was 176 mg/dl on (B)(6) 2015. The customer was wearing the insulin pump at the time of death. The customer had supplies of sensors but did not use them. The caller agreed to return the insulin pump for analysis.